Event description:
It was reported that the t:slim x2 pump's battery would not charge despite using the tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer service instructed the caller to plug the wall adapter into a known working outlet for 30 minutes, followed by troubleshooting various charging supplies without success. Ultimately, customer service decided to replace the pump, ensuring the customer had a backup therapy plan in place with the current pump until the replacement arrived. The pump was confirmed to be in warranty, and the replacement was set to include updated software. The caller was informed about receiving the replacement and procedures for returning the problematic pump using a pre-paid label within ten days. A signature was required for delivery, and detailed instructions were provided for storage mode and handling the g7 sensor with the replacement pump.